Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter ruptured. The following information was provided by the initial reporter: "catheter ruptured"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter ruptured. The following information was provided by the initial reporter: "catheter ruptured"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-28. H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received two photos which displayed a view of a 24g insyte autoguard catheter assembly. The distal end of the catheter tubing appeared kinked, but no "rupture"-like damage could be observed. In addition, one opened 24g x 0.75in. Insyte autoguard unit was returned with damage to the catheter tip. Further microscopic inspection found that there was a v-shaped cut near the catheter tip and part of the catheter tubing had been compressed to one side at the location of the cut. These features are indicative of a needle spear through. During inspection small contaminants were found on the catheter tip, indicating possible use, however, no traces of blood were noted. Your reported defect was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review could not be performed as the lot number is unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter ruptured. The following information was provided by the initial reporter: "catheter ruptured"